Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the right distal end of radius fracture. During the surgery, the surgeon inserted the screw into the second-row hole on the distal radial side of the plate, but it penetrated without applying torque, and the screw remained in the bone. No torque was also applied to the screw insertion in the first and second proximal holes of the plate shaft. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant devices reported: unk - screws: trauma(part# unknown, lot# unknown, qty unknown). This complaint involves one (1) device. This report is for (1) unk - screws: trauma this report is 1 of 1 of (B)(4).